Event description:
It was reported that lead impedance decreased from 345 ohms in (B) (6) 2010, to 120 ohms on (B) (6) 2010. Oversensing was observed while the patient was sitting in the clinic, and noise could be produced with isometric and positional testing. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.